Event description:
It was reported that the ventilator sometimes does not ventilate. The patient reported that that this ventilator was more difficult to breathe on than his main ventilator (this was the back-up). No patient harm reported.